Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "successful inferior vena cava placement." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". According to medical records from the procedure received: "subsequently an inferior venacavogram was performed in ap projection. After identifying renal vein inflow bilaterally, the omni flush catheter was exchanged over a 035 j wire for sequential dilators with ultimate positioning of a cook celect ivc filter delivery sheath. Under fluoroscopic visualization, the celect filter was deployed in an infrarenal location. At the conclusion the procedure, the sheath was removed and manual compression was applied with good hemostasis. There were no immediate complications. Findings: there is no evidence of caval anomaly or thrombus. Cook celect retrievable ivc filter was placed in an infrarenal location. Impression: successful inferior vena cava filter placement as described. No immediate complications. Once removal is indicated please re-consult as soon as clinically feasible." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H1) correction: reportable event type was serious injury, updated to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 24apr2017 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the common femoral vein due to on heparin. Plaintiff is alleging device is unable to be retrieved, chest pain, irregular heartbeat, shortness of breath, nausea, lightheadedness.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device unable to be retrieved, chest pain, irregular heartbeat, shortness of breath, nausea, lightheadedness¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain, irregular heartbeat shortness of breath, nausea, and lightheadedness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Unknown as information was not provided. Unknown as information was not provided. Unknown as information was not provided. Unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date: unknown as lot# is unknown. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect (B)(4) and cook celect platinum (B)(4) filter on (B)(6) 2012". According to medical records from the procedure received: "subsequently an inferior venacavogram was performed in ap projection. After identifying renal vein inflow bilaterally, the omni flush catheter was exchanged over a 035 j wire for sequential dilators with ultimate positioning of a cook celect ivc filter delivery sheath. Under fluoroscopic visualization, the celect filter was deployed in an infrarenal location. At the conclusion the procedure, the sheath was removed and manual compression was applied with good hemostasis. There were no immediate complications. Findings: there is no evidence of caval anomaly or thrombus. Cook celect retrievable ivc filter was placed in an infrarenal location. Impression: successful inferior vena cava filter placement as described. No immediate complications. Once removal is indicated please re-consult as soon as clinically feasible." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Device code(s): appropriate term/code not available (3191) -device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per CT report, (B)(6) 2017: celect ivc filter lumber 2-3 level. All outer struts perforate the ivc wall. The 9 o'clock strut possible perforates into the 3rd portion of the duodenum (axial image, 71 coronal image). The 6 o'clock strut perforated into the right psoas muscle (axial image 75, sagittal image 27).